Event description:
Healthcare professional additionally reported "capsular contracture baker grade ii". This report represents the left side.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, bubbles in the gel and yellow particles in the shell. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Wrinkles (creases) are observed but have no relationship with manufacturing. The unit is not rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "waves," "¿fissure," and "extravasation due fissure of the same not being able to discard intracapsular rupture."

Event description:
Healthcare professional reported unknown side, ¿waves,¿ ¿fissure,¿ and ¿extravasation due fissure of the same not being able to discard intracapsular rupture.¿ device has been explanted.